Manufacturer narrative:
Pump received with normal operating currents and passed the unexpected restart error test, self test, displacement test, rewind, basic occlusion test, prime/a33 test, excessive no delivery test, and the delivery accuracy test. However, received motor error alarm during the occlusion test due to a faulty force sensor resistor. The motor was tested outside the device and passed the motor test. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm but was able to complete the rewind process. Blood glucose level at the time of the incident was 440 mg/dl. Blood glucose level at the time of the call was 144 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.